Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The interlock, fast stop circuits and system power supplies were evaluated during the service event. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a 'fast stop activated ' error displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.